Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a routine follow-up on (B)(6) 2019. Several attempts were made to interrogate the implantable cardiac defibrillator, but each attempt was unsuccessful. Patient was not device dependent. The implantable cardiac defibrillator was explanted and replaced on (B)(6) 2019. There were no patient consequences reported.